Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that remote patient monitoring of this pacemaker system triggered an alert due to an unspecified reason. The patient was scheduled for an upcoming device check. This pacemaker system remains in service. No adverse patient effects were reported.